Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2017 angiodynamics complaint report was reviewed for the smart port product family and the failure mode "catheter fractured." No adverse trend was identified. The used port was received with the blue boot attached to the port outlet tube/catheter. The distal tip of the catheter tubing was fractured at the ~58.3cm mark; the fractured end was jagged/crushed, i.e. Similar in appearance for tubing with "pinch off". The catheter was connected to the port outlet tube at the 65-66cm marks. The fracture in the catheter tubing occurred ~6cm from the port, which is also consistent with "pinch-off". The distal portion of the catheter tubing was not returned. The distal tip was trimmed at the 49.4cm mark. No manufacturing non-conformance's regarding the port or catheter tubing were observed. Dimensional inspection: the catheter tubing was cross-sectioned near the fracture (~57cm mark); cross-sectioned did not show any out-of-round or thin wall issues. Dimensions of the catheter tubing were taken at this location and were found to be within specification. The appearance of the fractured end of the tubing was jagged/crushed. This type of catheter fracture and its location from the port are consistent with "pinch-off syndrome". The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome," a potential complication. ((B)(4)).

Manufacturer narrative:
It has been indicated that the used device will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, smartport placed for blood draws and chemotherapy on (B)(6) 2017. Port was being flushed on (B)(6) 2017 when patient experienced pain and the port was difficult to flush. A flow study then revealed that the catheter had fractured and migrated. The device was successfully removed on (B)(6) 2017 and the patient condition was listed as "stable." The used product will be returned to angiodynamics for evaluation.